Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion codes: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary urgency, and frequency. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation concurrently with total abdominal hysterectomy and bilateral salpingo oophorectomy due to prolapse, cystocele, rectocele, and urethral hypermobility. It was reported that post implantation patient experienced pain, erosion, urinary and bowel problems. She underwent trimming of mesh due to erosion on (B)(6) 2008, by implanting surgeon. (B)(4).

Manufacturer narrative:
(B)(4): the patient underwent the concurrent procedures of a supracervical hysterectomy, sacral cervicopexy, partial trachelectomy, bilateral salpingo-oophorectomy, enterocele repair, tension free vaginal tape, and cystoscopy during mesh implantation on (B)(6) 2007.(B)(4).